Event description:
A customer reported that during a patient procedure using a glidescope core smart cable, the screen unexpectedly turned black. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used during the procedure was returned to verathon for evaluation. Upon visual inspection of the returned smart cable, the verathon technical service representative (tsr) identified hdmi connector damage, bent pins, and plastic damage. Due to the damaged connector pins, the tsr was unable to connect the smart cable to verathon's test equipment without risk of damaging the test equipment; therefore, the reported image issue could not be reproduced. Despite being unable to perform functionality testing to confirm the reported image issue, it is likely that the damaged connector pins caused or contributed to the reported issue. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.